Manufacturer narrative:
There are clear requirements in the instructions:do not use on anyone who is prone to nosebleeds or has had facial or head . In view of the existence of blood stains after sampling, the verification result: endogenous interfering substances /whole blood(4% ):no cross-reactivity and no interference . Because there is no specific description from the customer, it is uncertain whether it will affect the test results.

Event description:
Customer feedback: inquiry about blood affecting test result ?